Event description:
It was reported that the pt has a skin breakdown at the implant site. The pt reports experiencing pain at the site with and without use of the external equipment. The pt was seen by the surgeon at the hospital and is currently being treated with a course of antibiotics (type unk). The pt is being monitored.